Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, an episode of oversensing due to noise was observed on the device. Technical support was contacted and suspected emi. No intervention has been performed. The patient was stable and will continue being monitored.